Event description:
Additional information received from a healthcare provider (hcp) indicated the device problem was noted as dose calculation error due to software problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The date of the event was (B)(6)2017. When the patient was previously refilled, she was overdosed and because of that overdose, she went in to intensive care unit (ICU). The patient had a refill while she was at the hospital. The pump was read at the doctor's office the (B)(4) or on the (B)(4) and wanted to know when the pump was last filled and who it was filled by. The reporter was redirected to follow up with the healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a user facility regarding a patient with an implantable drug infusion pump indicated for non-malignant pain and failed back surgery syndrome. The pump contained an unknown drug with an unknown concentration and dose. It was reported the patient was in for a refill of her intrathecal infusion pump. The pump was interrogated to determine residual volume amount to be obtained. The pump was refilled without difficulty, and the patient was discharged home. The patient later experienced respiratory depression and unresponsiveness attributed to medication overdose. The patient was treated at an outside facility with narcan. A manufacturer representative was going to send someone to assess the pump. It was reported there was a device usage problem. There was a device malfunction; the device did not do what it was supposed to do. The pump contained pain medication. No further patient complications were reported. Regulatory report # (B)(4).